Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient is under oxygen therapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient is under oxygen therapy. Additional information has been added that the patient alleged visualization of particles, nasal issue and runny nose. The initial report was filed as harm which should have been reported as product problem only. Section b1, b2, h1, h6 has been corrected/updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.additional information was received and section b5 should be reported as:the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged oxygen therapy ,visualization of particles, nasal issue and runny nose.there was no medical intervention required by the patient. The reported event of oxygen therapy ,visualization of particles, nasal issue and runny nose and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section d3 was updated is this report section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.